Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced accessible sharp metal edges. There was 1 event with patient involvement; the patient experienced a laceration.

Manufacturer narrative:
1 pending device was not evaluated, but reviewed by data and confirmed the issue. Section h codes have been updated.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced accessible sharp metal edges. There was 1 event with patient involvement; the patient experienced a laceration.